Manufacturer narrative:
The actual device has not yet been made available for the manufacturer to evaluate and the reporting facility did not supply any contact information on the adverse event form. Without the actual sample, a thorough evaluation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediatedly into an appropriate sharps container. All available info has been provided to the actual manufacturer, b.braun medical industries. If any info becomes available or the actual device is received a follow up report will be filed.

Event description:
Employee acquired a needlestick from the introcan safety - b. Braun angiocath. Another employee had started an IV on an anesthetized child and the safety guard did not retract over the needle. The employee was stuck while assisting with the connection of the fluids. This report was filed without any contact information provided by the user facility on the adverse event form received. Without any contact information further information could not be obtained. Although the report indicates a sample to be returned, a sample has not yet been returned to the manufacturer to evaluate.